Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Translation update: the closure bolt was wedged, loosening not possible, and the second attempt the cannulated screwdriver fractured in the closure cap, the closure cap also could not be loosened with various non-cannulated instruments, and it was decided to leave the closure cap and leave the nail in situ to avoid further exposure in the region of the massive trochanter.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a planned revision procedure on (B)(6) 2015 was aborted due to complications removing hardware from a femoral neck fracture. A screwdriver became stuck on the implanted nail and broke, leaving fragments in the patient. Unable to remove the fragments or the implanted device, the surgeon aborted the procedure. Although not finalized, the procedure itself took approximately ninety (90) minutes. On or around (B)(6) 2015, the patient began complaining of pain. Another revision procedure, with the surgeon from the original implant surgery, is forthcoming (date unknown). This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Aborted surgical procedure occurred on (B)(6) 2015. Onset of postoperative pain is unknown. Additional device codes for this report include hwc. Device has not been explanted. (B)(6). Unsuccessful surgical procedure on (B)(6) 2015. Device is not distributed in the united states, but is similar to a device marketed in the u.s. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: august 2, 2012 - expiry date: july 1, 2022. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.